Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system generated low sodium, potassium, calcium and glucose results. Customer reported that quality control recovery drifted down over a 5 -6 hour period. Customer reported that one patient sample result was reported to the emergency room. . There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the sodium measuring and reference electrodes. The fse also replaced the modular chemistry sample probe and collar.